Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presenting via merlin.net with stored episodes of high ventricular rate. There was one strip that was saved with gain set such that the atrial channel was pushed up off the egm. Rep reported that this created an issue because they were attempting to determine whether the strip was svt or vt and were limited without the ability to view the atrial egm. The patient had not returned for follow up, the issue has not been resolved.